Event description:
Complainant alleged that the the medics were treating a patient (age unknown), who was in cardiac arrest. The medics applied the stat pads multi-function electrodes (lot number unknown) to the completely flaccid patient, while the pt was sitting in a chair. The complainant reported that the pt was then moved to the floor. The medics then attempted to defibrillate the pt, without having first confirmed that there was no tenting of the electrodes, and that there was good coupling of the pt's skin and the pad. Upon the administration of the first shock, the medics observed a red glow emanating from under the anterior pad, and the device displayed a "defib pad short" error message. The medics then obtained a second device to treat the pt. They connected this device to the same pads, but when the medics administered another shock to the pt, the device displayed the same error message. The medics then applied a fresh set of pads to the pt and were able to defibrillate the pt. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported problem. The complainant indicated that the electrodes used in the event would not be returned to zoll for evaluation, as the electrodes were inadvertently discarded subsequent to the event. The lot number of the used electrodes is unknown, as the electrode packaging was also discarded subsequent to the event. The complainant indicated that the facility was subsequently unable to duplicate the reported problem. The facility indicated that they believe that the malfunction was as a result of user error. The complainant is conducting additional in-servicing of the staff to outlines ways to minimize future events of this nature.